Event description:
It was reported that the right atrial (ra) lead from this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals, high pacing thresholds, loss of capture and high impedances out of range. Technical services (ts) discussed troubleshooting options and recommendations. This crt-d remans in service. No adverse patient effects were reported.